Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: four photos were included in agile attachments for evaluation; bit hole was detected near one of the inflation line. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The samples were visually inspected under normal conditions of illumination to detect any condition that could cause a leak and a syringe was connected to pilot balloon to detect leaks. No leaks were detected; the complaint was not confirmed. Root cause cannot be addressed since no leaks were found in the sample received for evaluation. No corrective action was performed since the complaint was not confirmed. No fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: one device was received in used condition without the original packaging. Visual inspection noted perforation in the tracheal tube (notch is too deep). A functional leak test was performed, and the perforation noted in the visual inspection did not affect the inflation system, and the sample passed the test. Visual inspection confirmed the complaint. The root cause was due to manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.

Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury or adverse affects were reported. No additional information is available for this complaint.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.